Event description:
Event was reported to caldera medical by an atty. The patient has suffered incontinence, painful intercourse, bladder infections, bowel problems, and a pulling feeling. No further info has been provided.